Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system will not boot up. It was also noted that the door would not open. There was no patient involvement. Additional information was received. The gantry doors could not open manually. The screws holding the cable guides were broken, so the door winch could not work normally.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc bi71000429 door winch replacement, device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the screws holding the cable guides were broken, so the door winch could not work normally. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the opening and closing of the imaging system was abnormal, and the error was reported and it could not be used. Resetting it first still had no effect. The surgery was switched to another, non-medtronic machine, and the surgery was not delayed. The site stopped using the imaging system and contacted the manufacturer for testing. There was no reported delay to the procedure. There was no reported impact to the patient. After the manufacturer disassembled the machine for inspection, it was found that the fixing screw of the door support point on the inside of the imaging system was broken. As a result, the door opening cable could not be fixed and the door could not be opened. It needed to find tools again to deal with. On 2022-jun-06, the manufacturer re-drilled with the tool, re-tapped, re-fixed the support point and tightened the screw, adjusted the cable, the door of the imaging system could be opened normally. The device resumed normal operation.

Manufacturer narrative:
B5: updated. After further review, it was determined the issue had been previously reported under mfg. Report# 3006544299-2022-00255. The event will not be followed in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.